Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use of a homechoice cassette, a bag filled with air. This was noticed during the fourth cycle of automated peritoneal dialysis (apd) therapy. The patient was connected at the time of the event. There was no patient injury or medical intervention associated with this event. No additional information is available.